Event description:
A report from a heatlhcare provider was received by intera oncology that during a refill of the intera 3000 hepatic artery infusion pump using an intera refill kit, the "needle broke off from the tubing causing residual chemo to leak from the needle."

Manufacturer narrative:
The device history record for the lot was reviewed. There were no nonconformances or deviations in the device history record for this lot. The lot met all performance specifications prior to release. The product was not returned for further evaluation. The ultimate root cause is thus undetermined. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.